Event description:
It was reported that after explant of the implantable cardiac monitor, the device could not be interrogated. Several programmers were tried however the lights showing telemetry progress alternated orange and green. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).